Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2e plus blood collection tubes, there was insufficient negative pressure in the tube, resulting in insufficient blood collection.the following information was provided by the initial reporter, translated from chinese: insufficient negative pressure in the purple tube, resulting in insufficient blood collection.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2e plus blood collection tubes, there was insufficient negative pressure in the tube, resulting in insufficient blood collection. The following information was provided by the initial reporter, translated from chinese: insufficient negative pressure in the purple tube, resulting in insufficient blood collection.